Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device during a peripheral interventional procedure. Reportedly, the sutures were deployed and after removing the proglide device from the arteriotomy the foot was found to be broken off. The foot was not seen and hemostasis was achieved using manual arterial compression. A hematoma was noticed at the access site and exploratory surgery was performed. The broken foot was found in the subcutaneous tissue, above the artery. The foot was removed and the hematoma was expressed. The patient is reported to be doing fine. There were no reported adverse patient sequelae. There was no clinically significant delay in the procedure because the hematoma was found after arteriotomy closing. The physician was reported to be in-training in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial and final medwatch reports, (B)(4) was received stating: "closure device failed during deployment and a hematoma formed. The patient was taken back to or for repair of femoral artery and removal of foot piece on perclose". No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue.